Event description:
On 3/17/99, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following:" severe physicial injury and damage, including, but not limited to, severe and irreversible type-1 allergy, which is believed to be permanent and life threatening.